Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the rhythm was not showing in the implantable cardiac monitor. No intervention was performed. There were no patient consequences.

Event description:
It was noted that the possible cause of the rhythm not showing in the implantable cardiac monitor may be due to noise, loss of contact or telemetry interference.